Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Functional testing with the ar-6480 dual wave pump found that the device fails. The neoprene sleeve/membrane gets flattened during the test. Upon visual evaluation, it was noted that the neoprene sleeve was collapsed/compressed. The most likely cause for this type of issue/occurrence is the supplier process. An ncr has been initiated to address this issue.

Event description:
It was reported on 01/30/2023 by a arthrex employee via sems that an ar-6410 main pump tubing roller rotation did not weaken when the pressure was reduced. Membrane was crushed. Case involvement, no patient effect.